Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found in specification. The customer reported false air in line alarms were not reproduced during evaluation. A review of the event history log identified false air in line alarms but it could not be determined if the alarms were true or false. The device was determined to meet all product specifications related to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false air in line alarms. There was no patient involvement. No additional information is available.